Event description:
Reporter states lancet will not retract into the softclix device after firing. No accidental needle stick occurred. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.